Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device was not holding tissue is the reporter indicating that the straps were not adhering to the tissue and/or mesh? Is the surgeon indicating the post-op pain and the intensity of the pain is associated with the difficulty the surgeon experienced with the device? Did the patient receive any medical/surgical intervention for the pain that was reportedly outside what is normally associated post-operative pain after a surgical hernia repair? How is patient doing at this time was there any permanent body impairment?

Event description:
It was reported that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2017 and absorbable straps were used. During the procedure, the device was not holding tissue. The procedure was prolonged one hour. The patient experienced more pain post-op than is typical. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/09/2018 the analysis results found that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 17 straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.